Event description:
The customer reported having issues with prime/rewind. The blood glucose reading was 75mg/dl. The customer stated that the insulin pump alarmed and was stuck on the prime loop. The caller also stated that the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to verify the alarm due to the prime anomaly.